Event description:
In 2000, the patient underwent an exploratory laparotomy wtih high anterior rectosigmoid resection and excision of an en bloc portion of the urinary bladder and prophylactic appendectomy. The patient experienced infection, discharge, red discoloration, swelling and the need for follow-up care and procedures in the area of the surgical wound. The patient continues to have areas to open unhealed wound with discharge at the surgical site.